Event description:
It was reported that cadd legacy pump loses power when starting pump, during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that the device lost power when trying to run. The investigation determined that an issue with the circuit board was the cause of the reported issue. The circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.